Event description:
It was reported that there were cracks "at the sideholes" of a 6f, xb3.5 vista brite tip guiding catheter. This was noticed while the product was being removed from the package. The product was not used in the pt.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.